Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext/c35/1cq connection to the tubing clamp was damaged during use. The patient reportedly "hit" the device to "the fence of the bed". The following information was provided by the initial reporter, translated from (B)(6) to english: "the connection of the ex-tube was damaged. It might be damaged because of the patient hit it to the fence of the bed."

Event description:
It was reported that the ext/c35/1cq connection to the tubing clamp was damaged during use. The patient reportedly "hit" the device to "the fence of the bed". The following information was provided by the initial reporter, translated from japanese to english: "the connection of the ex-tube was damaged. It might be damaged because of the patient hit it to the fence of the bed."

Manufacturer narrative:
H.6. Investigation: two extension set samples containing a bd stopcock component were provided for evaluation by our quality engineer team. Through examination, one of the samples was found to have a broken connection port. As the stopcock component material number and sub-assembly lot number was unknown for this incident, a review of the production history could not be completed. An exact cause for this incident could not be determined. H3 other text : see h.10.